Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had no sensory with programming and impedance was greater than 4000 ohms on all lead combinations. The lead was replaced and the outcome was resolved without sequelae. Indication for use was reported as gastrointestinal/pelvic floor. Follow up is being conducted to determine the cause of the high impedance. If additional information is received, a follow-up report will be sent.